Manufacturer narrative:
(B)(4). Device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient experienced decreased pain control. Catheter blockage was confirmed. A revision was performed. The patient was doing well following the revision and recovered without sequela. The device system was used to deliver dilaudid.